Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported via legal complaint that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent revision procedure (B)(6) 2011 due to pain and hypersensitivity with elevated serum cobalt and chromium levels. Modular head component was removed and replaced with ceramic components. Additional information provided from legal counsel reported patient underwent total left hip arthroplasty on (B)(6) 2003 and left hip revision on (B)(6) 2011. It was further reported patient underwent total right hip arthroplasty on (B)(6) 2003 with no revision reported. Additional information provided from legal counsel reported patient allegations of metal disease, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue and lack of mobility. Additional information provided from legal counsel with patient's operative report indicate patient had osteolysis, elevated chromium and cobalt, edema, a mass, fluid, debris and metallosis at time of left hip revision. Additional information provided from legal counsel in the form of blood test results. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted reason for revision was aval presentation. Operative report further noted significant amount of fluid and debris that is localized in the anterior pelvis and necrotic tissue. The modular head and acetabular cup were removed and replaced with competitor products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6. Inadequate range of motion due to improper selection or positioning of components. Number 14. Intraoperative or postoperative bone fracture and/or postoperative pain. Number 15. Metal on metal articulating surfaces have limited clinical history. This report is number 5 of 5 MDR's filed for the same patient (reference 1825034-2012-00159, 2014-01262 / 01264 and 01276).

Event description:
It was reported via legal complaint that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent revision procedure (B)(6) 2011 due to pain and hypersensitivity with elevated serum cobalt and chromium levels. Modular head component was removed and replaced with ceramic components. Additional information provided from legal counsel reported patient underwent total left hip arthroplasty on (B)(6) 2003 and left hip revision on (B)(6) 2011. It was further reported patient underwent total right hip arthroplasty on (B)(6) 2003 with no revision reported. Additional information provided from legal counsel reported patient allegations of metal disease, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue and lack of mobility. Additional information provided from legal counsel with patient¿s operative report indicate patient had osteolysis, elevated chromium and cobalt, edema, a mass, fluid, debris and metallosis at time of left hip revision. Additional information provided from legal counsel in the form of blood test results. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.